Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system was unable to charge the implantable pulse generator (ipg). Evaluation indicated the presence of fluid accumulation, with a possible blood clot located between the skin and the ipg. According to the physicians assessment, the patient is predisposed to blood clot formation. A computed tomography (CT) scan was performed and revealed fluid accumulation over the ipg. As an initial troubleshooting measure, the patient was advised to apply heat and massage the area in an attempt to resolve the suspected blood clot. These measures were unsuccessful; therefore, the patient has been scheduled to undergo a battery revision procedure.